Event description:
Boston scientific received information that during a routine upgrade device procedure, once the device pocket was opened, fibrous tissue was observed. Dissection was performed and in doing so, the physician may have nicked the insulation on the right ventricular (rv) lead, resulting in shock impedance measurements greater than 200 ohms in the triad configuration. When reprogramming to distal coil to can, shock impedance measurements of 100 ohms was observed. This new device was connected to the chronic rv lead, shock impedance measurements greater than 200 ohms were observed. When programmed distal coil to can, 100 ohms was observed. It was suspected that proximal coil damage on the rv lead had occurred. This device was disconnected from the rv lead and a second new device was connected to the rv lead, resulting in shock impedance measurements greater than 200 ohms. This lead was disconnected from the rv lead. The chronic device was connected and received 137 ohms. A proximal coil issue was suspected. The rv lead was ultimately abandoned and a third new device was implanted. All measurements were within acceptable limits. No adverse patient effects were reported during the procedure.

Event description:
Additional information was received that this device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.